Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/08/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to this issue, two cracks were observed in between the case seal and the keypad cover. In addition, the pump had cosmetic damages in the form of chipped paint. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. This report is made based on results of investigation completed on 03/08/2016.